Event description:
Catheter placed in pt after t.u.r.p.s. Procedure. In approx. 15 minutes, the balloon burst and catheter came out. Another catheter had been in a pt for 24 hrs when the balloon burst. Both were replaced.